Event description:
It was reported that 460 days after implantation of a 2.50x24 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the left anterior descending )lad) artery. A pre-intervention stenosis of 80% was rported. After pre-dilation with a 1.5x20 mm maverick2 mr balloon and a 2.0x30 mm sprinter balloon, a 2.50x24 mm taxus stent was deployed in the mid lad, followed by a 2.5x20 mm taxus stent ins the proximal lad. Post-intervention results were reported as "0%" stenosis and a "timi-iii flow." No information was rpeorted on vessel tortuosity or calcification. The pt was placed on plavix and aspirin following the procedure. No information was reported concerning pt complications. The pt presented 460 days after the initial procedure with a 98% in-stent restenosis in the mid lad. A 2,5x8 mm taxus stent restenosis in the lid lad. A post-intervention result of "0%" stenosis was reported. The pt was placed on plavix and coreg following the procedure. No information was reported concerning pt complications.